Event description:
It was reported that the patient presented to the emergency room with syncope one week post-implant. Upon interrogation, it was noted that the ventricular lead experienced loss of capture at 8 volts. It was noted that there were no observations in the quick look and no increase noted in capture management. An x-ray was taken in which no abnormalities were noted and the lead was located in the same implant area. The device and ventricular lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.